Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na health effect (B)(4): surgical intervention manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast reconstruction primary with an unknown saline prosthesis experienced bilateral breast mass post procedure. The patient stated that she has breast cancer and a lumpectomy on the left side and on the right side she has a papilloma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.